Manufacturer narrative:
A visual exmaination confirms ceramic tip is broken. The portion of ceramic tip recessed into tube is still securely adhered to tube indicating the failure is not the result of an assembly process failure. Therefore, the failure mode is a structural failure of the ceramic tip. The age of the instrument, built in may 2002 and the date it failed, reported in september 2004, suggests that the instrument has seen repeated use. This indicates the instrument was intact structurally for its intial use and not shipped to the customer damaged. Based on these factors, we can state with confidence that this was not likely the cause of a device failure, but rather some other external forces or actions.

Event description:
Ceramic tip broke off inside patient. Note: doctor did not notice it at first. Pt. Needed additional surgery to retrieve. Tip was retrieved successfully without additional adverse effects to patient.